Event description:
Customer reported that their insulin pump was beeping. Customer also states that they are receiving the no delivery during basal, bolus and fixed prime.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.